Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Dental implants are designed and manufactured to achieve osseointegration after placement into the osteotomy using the recommended surgical protocol. The inability to achieve primary stability is a well-documented, previously investigated failure which is currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess unable to place implant into osteotomy as potential failures, ultimately through osseointegration failure, with adequate controls in place. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the inability to place implants into osteotomy have not identified any signals indicating potential manufacturing non-conformances impacting primary stability. With no signals indicating a systemic quality issue, no escalation to CAPA is required. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor indicated lack of primary stability. No other implant placed. Tooth site # 33 (fdi).